Manufacturer narrative:
The company service representative examined the system and found cable damage on both the slit lamp and laser indirect ophthalmoscope (lio) cable. The nonconforming laser fiber and lio cable were replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event for this system cannot be determined conclusively. The cabling and laser indirect ophthalmoscope (lio) were examined and the reported event was not replicated. The cabling and lio were found ¿damaged.¿ therefore, they were replaced to resolve the issue. Both were returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The cable fiber and the laser indirect ophthalmoscope (lio) were received for evaluation. A visual assessment of the returned samples confirmed that the slit lamp cable had a kink, but the lio cable did not show any obvious nonconformities. The lio cable was connected to a calibrated system and tested for optical efficiency. With a power meter (reading of 0.999w, the minimum acceptance value of the power reading for the lio cable is 89% of that value, which equals 0.889w. The lio cable was tested and the power output was measured to be 0.644w, which does not meet specifications. The optical fiber core at both ends of the cable showed that on the connector side, the core was non-conforming. The root cause of the reported event can be attributed to nonconforming optical fiber core. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low power during a surgery with laser indirect ophthalmoscope. The staff had to increase power to 400 instead of the usual 200. Additional information has been requested.